Event description:
It was reported that during a polypectomy procedure, the loop of the device fell off into the pt and was removed with a retrieval device. There was no pt injury associated with the event. The device is being returned for eval.

Event description:
Received one snare in a tyvek pouch with label. Fluid was present in the sheath and residue was detected on the loop to indicate use. Eval found that the snare loop assembly, including the loop coupling, had detached from the devices inner cable. The loop assembly was returned. The inner cable was capable of being advanced and retracted via the handle assembly. The cable wasn't completely butted against the loop inside the coupling causing the crimp to miss the cable.